Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The vessel was moderately tortuous and moderately calcified. The maverick xl 6.0 /15/153 balloon catheter was used for post dilatation of an unknown stent. The balloon was inflated to eight atmospheres for ten seconds on the first inflation. On the second inflation the balloon was inflated to ten atmospheres for four seconds and ruptured. The device was removed intact. Procedure was completed with this device. No patient complications were reported and the patient's status is good.